Manufacturer narrative:
Per good faith effort response, there is no further additional details regarding the reported issue and its resolution. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer called technical support (ts) and reported the device's power button malfunctioned. The customer states the front bezel was replaced but power switch only works intermittently, the device intermittently turns on by itself. The customer requested onsite repair. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.